Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working and had blank display. The customer's blood glucose level was unknown. It also reported that customer changed battery and got battery out limit alarm. The customer reported that the batteries were out of pump greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.